Event description:
The customer observed 2 to 3 occurrences per day of error code 1007 (unable to process test, activated read failure) generated for the architect hiv assay while reaction vessels (rv?s) lot 69008p100 was in use. The customer was advised to change the lot of pre-trigger solution, but they refused, therefore, they were advised to monitor the situation for a few days and change the pre-trigger solution, if needed. There was no impact to patient management.

Event description:
A report that a pt had to be re-sutured due to irritation on the lead site, following lead revision surgery was received. The physician re-sutured, irrigated, cleaned and packed the wound again. The pt is reportedly doing well after the procedure.

Manufacturer narrative:
Concomitant medical products: architect analyzer, list # 1l86-01. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The investigation identified rv lots made from a particular polypropylene resin lot were responsible for a majority of the static discharge events. Analysis of this resin lot determined it has unique compositional and analytical characteristics when compared to other resin lots, which facilitated the build-up of static charge on the rvs. The investigation identified variables within the suppliers' molding manufacturing process that contributed to static charge variation across rv lots. Other contributing factors that can generate a static charge on the rvs include low humidity, handling, shipping and creation of charge within the architect instruments themselves. In addition, abbott has implemented static charge testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming resin material, and to improve the supplier's molding process to reduce the potential generation of static charge.